Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date estimated.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery that was heavily tortuous. The xience skypoint des 2.75 x 12 rx us failed to cross due to the anatomy. A non-abbott stent was used as treatment. When the stent delivery system was removed without resistance, the stent balloon came off when it was removed from the body, outside the patient. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.